Event description:
The customer stated that the reservoir broke and insulin leaked from the reservoir into the reservoir compartment. The customer had initially called to report a motor error alarm and the leak and was found during the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as no product has returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.